Manufacturer narrative:
S/w 3.0d. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that insulin pump had the cracked top of the reservoir compartment. The blood glucose at the time of the incident was 109 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.